Manufacturer narrative:
Device was not evaluated due to no sample was returned for investigation. Investigation results: our investigation into this complaint has now concluded. Unfortunately no sample has been provided preventing a more thorough investigation, the photos have been assessed however unfortunately do not help identify the root cause of the reported issue. The free swell absorption of batch 201728 was tested at the time of release and the result was 133g/cm2 within the specification of no less than 94g/cm2. An investigation into the manufacturing paperwork associated with this product code and lot has been carried out. This review detailed that manufacture of the product had occurred in accordance with defined procedures and specifications. No record of any problems occurring during manufacture of the product have been made which may be related to this complaint. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. ¿this complaint reports maceration due to the allevyn life dressing not absorbing exudate well. It was further reported that this complaint relates to 30 units. There have been two photos provided, which appear to be of different patients. No other supporting clinical documentation has been provided which could identify any comorbid conditions, current medications and patient¿s past surgical history. Per the IFU, some cases of irritation and/or maceration of the skin surrounding the wound is common with all adhesive products. In conclusion: it cannot be confirmed that the reported maceration was due to an absorbency issue with the dressing. Possible contributing factors may include the frequency of dressing changes, which is unknown, and/or whether the dressing was the appropriate was used, and if any concomitant medications items were used in association with the dressing such as creams or ointments or additional dressing layers. There is no report of the patient¿s current condition, and the future impact to the patient cannot be determined. No further medical assessment is able to be performed at this time. We have been unable to identify a definitive root cause on this occasion but smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that an allevyn life dressing did not absorb well. The exudate goes down macerating the wound and taking off from the skin.